Event description:
Despite high daily use, the user reported a deterioration in their hearing with the internal device. Their auditory perception had declined progressively and had been absent for several months. Imaging was recommended to assess the position of the electrode array and rule out extracochlear electrode placement or migration.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.